Event description:
A nurse was stuck on her right little finger by a needle sticking out of the top back corner of a sag 4838 sharps container. The lid was reported to be improperly attached allowing a needle to protrude from the opening. The custoemr claims they are having problems assembling the lids to the containers.